Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged in 200s mg/dl, and the meter bg reading was 542 mg/dl. Customer¿s bg level elevated to 700 mg/dl range with small ketone levels and customer went to the emergency room (ER). Customer was treated with intravenous insulin, and was released from the ER after ¿a few hours¿. Upon being released from the ER, customer¿s bg level was 142 mg/dl. Reportedly, the customer calibrated the cgm while readings were not present. A replacement sensor was sent to the customer.